Manufacturer narrative:
No product was returned for evaluation. The evaluation of the submitted system controller log files confirmed elevations in power and flow; however, a direct correlation between the device and the patient¿s elevated lactate dehydrogenase (ldh) could not conclusively be determined. The first log file, which contained data from (B)(6) 2017 captured transient power elevations in the range of 9.4-10.6 w on (B)(6) 2017. All of these power elevations were associated with pi events and slight elevations in estimated flow (from 11.1-11.7 lpm. The second log file, which contained data from (B)(6) 2017 through (B)(6) 2017 captured transient power elevations in the range of 9.0-10.9 w on (B)(6) 2017. All of these power elevations were associated with pi events and slight elevations in estimated flow (from 10.0-11.2 lpm). These power elevations appeared to resolve, as power ranged from 5.5-8.6 w from (B)(6) 2017 at 05:55:14 through the end of the file. It should be noted that power actually decreased slightly over the duration of this log file. Both log files showed no other notable trends in pump parameters, no hazard alarms were captured, and the system appeared to be operating as intended. The patient remains on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 17 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was anticipated to be discharged following implant. The warfarin was held secondary to a an unidentified procedure, and the patient was bridged with a heparin infusion. The inr had a transiently decreased. The device had transient elevated flow estimation, and the lactate dehydrogenase (ldh) was observed to have an upward trend from 221 u/l (baseline) to 461 u/l. The manufacturer's technical services reported that the log file showed no unusual alarms recorded in the event history and the pump parameters showed an increase in power over that time period. Echocardiogram was unremarkable. Warfarin was restarted after the procedure. It was reported that the patient was hemodynamically stable and was downgraded to post-operative surgical stepdown unit. The patient remained asymptomatic. It was reported that the patient was activated on the heart transplant list.